Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the lead distal tip detached from lead. No medical adhesive was found on the inside of distal tip or on the lead insulation due to workmanship anomaly.

Event description:
The lead was repositioned due to loss of amplitude. During the reposition, x-ray revealed lead damage, there was no connection between lead tip and tines. Insulation damage was suspected. The lead was explanted.